Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation and blurred vision. Lens was repositioned, and later exchanged with a longer length lens and the problem resolved. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken with fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation and blurred vision. Lens was repositioned. It was later explanted and subsequent new lens of longer length was implanted and the problem resolved claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -17.00/+2.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced lens rotation and blurred vision. Lens was repositioned on (B)(6) 2024. It was reported that the surgeon plans on exchanging the lens in the future. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.